Event description:
Aortic stenosis. No other info is available.

Manufacturer narrative:
On 7/31/92, dr. Implanted a 19mm aortic st. Jude mecial mechanical heart valve (model 19aec-102,. On 12/19/96 another dr. Explanted this valve due to aortic stenosis. Per pathology report, some white, glistening tissue was observed on "peripheral margin" of valve; this tissue was found to be unremarkable. Another MFR's prosthetic heart valve was then implanted. Pt's postoperative health status was reported as stable. Valve was reveived by co. Sewing cuff was dark brown in color, was observed to be cut in several locations, and contained several blue sutures. A whitish tissue was observed on inflow and outflow sides of sewing cuff, as well as on top rim of orifice. Both leaflets opened and closed normally. A granular substance appearing to be blood or body fluid covered carbon surfaces of valve. Pathologist stated that at time of examination, valve appeared to have been trimmed to some degree prior to being returned to co for eval. Small amounts of apparently mature fibrous tissue were present on sewing cuff, and at one site barely overlapping edge of sewing cuff toward annular opening. This fibrous tissue was smooth, glistening, and whitish in color, and did not obstruct annula orifice nor impede leaflet motion. A slight degree of resistance to easy opening and closure was observed with one leaflet; both leaflets opened and closed completely with minimal pressure. Tissues were not identified in recessed pivot area. Leaflets and orifice were found to be unremarkable. Valve had no abnormal operation. Valve operated statifactorily, without leaflet or hydrodynamic malfunctions. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Info reviewed from valve's device history record and add'l testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of manufacture. Results of this investigation remain inconclusive due to fact st. Jude medical heart valve div has not received add'l info which may have aided in eval of this valve. Testing performed at st. Jude medical indicated valve was not explanted due to an intrinisic defect. S